Manufacturer narrative:
Adopting a conservation approach, it has been determined that this complaint currently meets the reporting criteria of a FDA MDR report on the basis of reporting precedence established for proximal needle breakages for this product family, regardless of patient outcome. One x echo-hd-19-c device of an unknown lot number was returned for evaluation. This echo device was returned without the stylet and with the needle fully retracted into the sheath. The sheath was noted to have kinks and bends along the length. Markings were visible on the sheath approx 5cm below the sheath extender when the sheath extender was positioned at reference mark 5. The needle could not be advanced during the lab evaluation. The handle was dismantled and the needle was removed. It was confirmed to be broken. The breakage point was measured to be approx. 33cm from the base of the proximal leur lock, corresponding with the end of the sheath extender. The customer complaint was confirmed as the needle of the device could not be advanced from the sheath during the device evaluation. The most likely cause of this needle advancement issue may be attributed to the needle kinking below the sheath extender which led to a needle breakage. The kinking below the sheath extender most likely occurred due to produce handling when removing the device from the packaging or handling of the device while attached to te endoscope. If the handle of the echo device is not appropriately handled it is possible for the sheath to become bent/kinked due to the weight of the handle. As the needle was advanced/retracted during the procedure it is possible this kink would result in needle breakage. As the conditions of device usage cannot be replicated during the laboratory evaluation it is not possible to conclusively state if this is the cause of this complaint. Prior to distribution, all echo-hd-19-c devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the manufacturing records for the echo-hd-19-c device involved in this complaint could not be reviewed as the lot number of the complaint device was not provided. The notes section of the instructions for use that accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial complaint description received is as follows: 'after acquiring specimen with the first device, they could not get the needle to retract back into the sheath. They attempted to complete the procedure with a second device. Once down the scope with the second device, they could not advance the needle out of the sheath. The procedure was successfully completed with another needle.' During evaluation of the second device on 28-n0v-2014, the needle was confirmed to be broken. No information had been received in relation to the break prior to the evaluation. As per the above description of event received, two devices are reported. An additional separate report was submitted in relation to the first device-report reference number: 3001845648-2014-00231. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.